Event description:
"It was reported that noise was observed on this right atrial (ra) lead during a clinic evaluation. The noise could be reproduced with isometric exercises. Technical services (ts) recommended continued monitoring and reprogramming if the noise became more pronounced. Additionally, ts did not identify any inappropriate atrial tachy response (atr) episodes. No adverse patient effects were reported. This ra lead remains in service". This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).